Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department because the home monitor alerted the clinic the implantable cardioverter-defibrillator was in backup vvi mode. The device was restored back to its most recent parameters. The patient experienced no adverse effects.